Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented loss of aspiration and the valve was loose. Physician noticed after going in and out of sheath the valve felt loose. Stated he had to aspirate more than usual. Aspirating all air out of line. The procedure was completed using the same device. The sheath is expected to be returned.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented loss of aspiration and the valve was loose. Physician noticed after going in and out of sheath the valve felt loose. Stated he had to aspirate more than usual. Aspirating all air out of line. The procedure was completed using the same device. The sheath is expected to be returned.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve. Correction to the follow-up 1 in MDR in block(s) h6.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented loss of aspiration and the valve was loose. Physician noticed after going in and out of sheath the valve felt loose. Stated he had to aspirate more than usual. Aspirating all air out of line. The procedure was completed using the same device. The sheath is expected to be returned.